Event description:
It was reported the distal end of the incision knife became stuck in the nipple and fell of when an incision was being made in the nipple area during a therapeutic endoscopic retrograde cholangiopancreatography (ercp). The fallen incision knife was retrieved with forceps. The examination was interrupted because the patient had a constitution, while under sedation, which made it difficult to insert instruments into the nipple. The examination was not successful and there was no reported plan for re-examination.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: d8, d9, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified; based on the investigation result, a likely mechanism causing the reported event might be the following. 1. The cutting knife where the coated portion was torn came into contact with the distal end of the endoscope. 2. Under circumstances described above 1, an electric conduction was activated. This caused the cutting knife to become hot instantly at the contact point. As a result, the cutting knife was melted. 3. The tissue was cut so deeply that the coated portion got caught in the tissue, preventing the cutting knife from being removed. 4. When attempting to remove the cutting knife from the tissue, a load was applied to the cutting knife, causing it to break at the melted portion. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.